Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. (B)(6). The subject device has been received and is currently in the evaluation process. A device history record review was performed for the reported subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: jan 8, 2013. The review showed that there were no issues during the manufacture of the product lot that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that two (2) drill sleeve guides were broken at the area that connects to the plate during an unspecified surgery on (B)(6) 2017. Fragments were generated but were easily removed. The surgery was successfully completed. There was no report of surgical delay. Additional medical intervention was not needed. Concomitant part reported: 1x unk plate, part unk, lot unk. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device (4.3mm threaded lcp(tm) drill guide, part number 323.042, lot number 8140218). The subject device was returned to the manufacturer with the complaint condition stating: in the area of the conical thread, the break out of material is visible visually. The rest of the product is visually correct. Markings are according to the drawing and easy to read. In the context of two units of article 323.042, lot 8140218 were returned with the same failure. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The hardness of both returned units was tested and fulfills the requirements. The thread profile was analyzed for both products according to transparency and fulfills the specification (currently valid version; the version a of this test device valid at the manufacturing date of the conical thread was scrapped after change to version b. From version a to b no design change of the product was performed. Therefore, the testing with version b for this complaint is fully valid). The drill hole ø4.5±0.04 was measured for both units and found to conform to the specifications. The raw material certificate for the material used for the lot was checked, no deviations or abnormalities were found. This leads to the conclusion that the correct raw material fulfilling the specifications was used. Additional information for tracking of the used raw material: as visible in the work order, raw material lot 9022249 was used for the lot. The last delivery of the raw material before manufacturing of the lot was on 26.may 2011. Based on the attached delivery note the delivered lot was 302864 (lot number of supplier). The lots of the raw material are not tracked by number. Therefore, the check was done based on fifo (first in/first out) by investigation of the two raw material orders, which were closest to the start of the manufacturing order of the component. Due to the fact that the complaint damages were visible on both returned parts the complaint is rated as ¿confirmed¿. Since all product features and dimensions relevant for the complaint were checked and no failure or irregularity was found, the complaint is rated ¿not valid¿ from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.